Event description:
Per fk czech republic: "upper case malfunction. "Up arrow" button of keyboard is not responding to pressing. Upper case replaced [with a] new one. Quality control performed. Event log is not included because it is not an error which can be detected by device." Reporting due to potential keypad malfunction; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6) was not returned to our laboratory. However, the keypad suspected to be defective was returned for analysis as a spare part. Upon reception, the subject device was submitted to a visual inspection. Nothing was observed. Then, connectivity of keypad was tested. The reported issue could be confirmed. But defctive key was not the ""up arrow"" but the ""down arrow"". Cross testing investigation of the spare part was performed. The reported issue reported issue with some unresponsive key was confirmed. It was noticed that it was possible to start and stop the device without any problems. However, test 10 on maintenance menu could not be carried out without any issue. The keypad was then taken out of the upper case. A crack of ""down arrow"" key track was found. Based on available information, the root cause of the issue is a weakness of keypad matrix. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.